Manufacturer narrative:
D4: protentional lot numbers: 0000629915, 0000744205. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materiovigilance technician. Unknown which issue (pseudoaneurysm or bleeding) occurred with which lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that in recent months, several patients have experienced complications. They have undergone femoral neuroradiology with angio-seal implantation. Complications include, false/pseudoaneurysms or bleeding at the puncture site. There was minor patient injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).